Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a qdot micro and excessive charring occurred. It was initially reported that there was char on the catheter at the of the end of the procedure. Caller added that the impedance was kept 115 ohms. They were using qmode + (90watts). Caller will include a 4x4 gauze that has a noticeable piece of the char for evaluation. Caller also stated that active clotting time (act) value was kept around 350, which was the range set for the procedure. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. On 12-may-2025, additional information was received indicating the char was found between first and second electrode. Another piece had fallen off and was found on the shaft proximal to the proximal electrodes. There were no error messages and the physician/user did not see any product problem. There were no issues with temperature or flow. Heparinized normal saline was used as the irrigation fluid. The physician considered the visible char was excessive. As such, the event was reassessed as an MDR reportable malfunction for excessive charring.

Manufacturer narrative:
On 23-may-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 2-jun-2025, it was noticed that the h6. Medical device problem code of ¿device contamination with body fluid (a180103)¿ was inadvertently omitted from the 3500a initial medwatch report. Code has now been added to the field. Additionally, information was received confirming a ngen rf generator, us was used during the case. As such, section d10. Concomitant medical products has been updated from ¿unk_ngen rf generator¿ to ¿ngen rf generator, us.¿ device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed char attached to the dome of the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The char reported by the customer was confirmed. It should be noted that char is a physical phenomenon of radiofrequency, it can be the normal result of the ablation process. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).